Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the key switch and power switch contact blocks were replaced. Following replacement and reseating of the network cables restored functionality. The imaging system then passed the system checkout and was found to be fully functional. The suspect contact blocks have been received by the manufacturer for evaluation. However, results are not available at this time. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A manufacturer representative reported that, while in a l1-s1 posterior spinal fusion, the imaging system shut down without prompt from the user when attempting to position the gantry. A full shutdown and restart was then performed with resolution. There was a reported delay to the procedure of between ten to fifteen minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The key switch for the imaging system was returned to the manufacturer for analysis. The switch was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The open and closed contact blocks were returned to the manufacturer for analysis. The blocks were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.